Event description:
It was reported that noise was observed on the right ventricular (rv) lead. The rv lead was capped (B)(6) 2025 and replaced. The patient was stable.

Manufacturer narrative:
Correction: section b1, b2 should have been selected. Section h1 should have been " serious injury" instead of "malfunction".

Event description:
New information received notes no symptoms were observed, high outputs were observed and high defibrillatory and pacing impedance were observed prior to the procedure.